Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's four infusion sets fell off during use. The first occurrence occurred on (B)(6) 2024. The infusion set was used within 24 hour period. The blood glucose level of the patient was on average 150 mg/dl to 200 mg/dl. Also, the area of insertion cleaned and air-dried. No further information was available.

Manufacturer narrative:
Initial and final MDR 1876118-MDR 3003442380-2024-04949-device 1 of 4.